Manufacturer narrative:
The device was not returned; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and revealed the tubing was separated from the luer lock by excess solvent. The reported condition was verified. The cause was determined to be excess solvent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing of an interlink extension set was pulling apart. This was found during customer testing. There was no patient involvement. No additional information is available.